Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by the journal of surgical oncology titled ¿a randomized comparison between anterior talofibular ligament repair using broström operation with and without an internal brace¿. The study reviewed thirty-seven (37) patients who underwent atfl using arthrex fiberwire, and labraltape to address soft tissue approximation and/or ligation. During the twenty-eight (28) month follow-up period, one (1) one patient experienced a recurrence of instability. Ref: dong, y., jiang, g., liu, m., cai, c. & liu, l. A randomized comparison between anterior talofibular ligament repair using broström operation with and without an internal brace. J foot ankle surg 63, 485-489, doi:10.1053/j.jfas.2024.03.002 (2024).